Event description:
The customer reported that during a hysterectomy, the device did not completely seal the tissue and bleeding was noted by the surgeon. The amount of bleeding was not provided by the site contact. The site contact stated that the generator in use did not provide end tones that would indicate a completed seal cycle. There was no patient injury reported.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.